Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to shadowing of third clip and shadowing from mechanical aortic valve. The reported device damaged by another device (caused damage) is related to procedural conditions associated with this second clip interacting with the fourth implanted clip causing difficulty closing the clip and tension on that implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. Three clip were successfully implanted. To further reduce tr, an additional clip was inserted and grasping was performed. It was difficult to confirm leaflet insertion due to imaging. When closing the clip, resistance was felt around 60 degrees. It was observed that the second implanted clip came in contact with the fourth clip. The clip was then reopened and reclosed without any resistance. During the deployment steps, the clip failed to deploy. After the actuator knob was turned and retracted, it was noted that the mandrel was broken. Patient was then transfer to surgery. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.